Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced dizziness, hollow and unclear sound perception, loud noise artifacts, and poor device performance. The patient also experienced multiple falls, which resulted in head injuries. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and the patient was implanted with a new device during the same surgery.